Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and air bubbles were observed in the infusion set tubing. During troubleshooting with tandem technical support, the blockage appeared to be within the tubing. The customer changed the tubing and no air bubbles were observed and the occlusion alarm was resolved. Insulin delivery was resumed. The customer's blood glucose (bg) level was 152 mg/dl and a bolus was delivered to address the bg level.